Event description:
Additional information received reported that the anchor was well distally or strong pull back on deployment maneuver. The pipeline was not implanted the intended location.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline dislodged and fell into the neck of the aneurysm. The patient was undergoing surgery for treatment of a blister, ruptured left internal carotid artery (ica) aneurysm with a max diameter of 1.6mm and a 1.8mm neck diameter. The landing zone was 3.9mm at the distal end and 4.18mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was as per protocol. The angiographic result post procedure was the aneurysm neck was secure after second ped deployment.  It was reported that due to tortuosity of ica origin, neuronmax parked at distal 4.3cm to ica origin. Neuron 5f tracked over sl 10 with traxcess wire, until supraclinoid bend, tracked neuron over sl10, removed sl 10, taken phenom 27 to left m1. As per sizing, the operator decided to put vantage 4.50x12 and started deploying from terminal ica. At terminal ica, the vantage opened very well anchor, and operator goes on to finish the deployment without any hiccups. When operator has taken check shut, they noticed the vantage dislodged from the distal end fallen in to the neck of the aneurysm. No other alternative to deploy second ped. Ped vantage 4.50x16 was deployedsuccessfully across aneurysm neck. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   Ancillary devices include a neuronmax sheath, neuron 5f guide catheter, phenom microcatheter, and traxcess guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.